Event description:
Additional information received indicates that the patient lost stimulation. The patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Manufacturer narrative:
Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received the end of service message on the external device. A company representative met with the patient and confirmed the issue. Analysis of the logs revealed that ipg would not communicate with external devices.